Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise oversensing, resulting in an inappropriate auto mode switch (ams). No intervention was performed. The patient was stable.